Event description:
It was reported that during a idiopathic ventricular tachycardia - right (r-idvt) procedure, a perforation of the right ventricle was noticed as the ablation catheter was visualized outside of the shell of the fast anatomical mapping (fam) and sound map. The perforation was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and approximately 840 ml of fluid were removed. The patient was reported to be in stable condition. Upon request, additional information was provided on the event. The event was life threatening. During right ventricle mapping for vt, the physician moved the smart touch bidirectional catheter towards the lateral wall to obtain further information. It was noted that the mapping catheter was outside of the fam geometry. The physician immediately utilized the existing soundstar catheter to visualize the right ventricle where an effusion was noted. The physicians then performed a pericardiocentesis, removing approximately 400ml of fluid. The patient did not experience drop in blood pressure. No more fluid was initially drained. They proceeded with mapping and ablation. At the end of the procedure, the effusion had returned. An additional 500ml of fluid were removed and the patient was transferred to post-op. The patient required extended hospitalization. The outcome of the adverse event is that the patient improved. The prognosis of the patient is excellent. The physician¿s opinion on the causality of the

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system; model #: m-4800-01; serial #: (B)(4). Stockert 70 system; model #: m-5463-01; serial #: (B)(4). Cool flow pump; model #: m-5491-02; serial #: (B)(4). Soundstar catheter; model #: m-5723-12; lot #: unknown. C3 webster quadrapolar with auto ID - fixed; model #: d-1085-254-s; lot #: 16058433m. (B)(4). Event description continuation: adverse event is that it was possibly device related and procedure related. The physician believes that the perforation occurred during mapping due to the patient's poor right ventricle tissue condition, as the patient has terminal colon cancer treated with radiation and chemotherapy. When the physician moved the catheter to the lateral rv wall, the catheter moved out of the existing fam map. The physician does not consider that the event¿s causality was due to any malfunction of the bwi product. The patient¿s baseline before the procedure was chronic and had poor health status. The patient had a grave diagnosis prior to this procedure as he has terminal colon cancer. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. This event occurred prior to ablation. The rf generator was set to power control mode at 25w. The power was not titrated. The temperature cut off setting was set to 42 degrees celsius. The flow setting was set to 2ml/min. A long sheath was not used with the ablation catheter. The patient did not receive anti coagulation during the procedure. The patient¿s updated health status is that he is stable and was discharged over the weekend.

Manufacturer narrative:
In the 3500a report it stated that the patient was (B)(6). Clarification was received stating that the patient was (B)(6). (B)(4) it was reported that during an idiopathic ventricular tachycardia - right (r-idvt) procedure, a perforation of the right ventricle was noticed as the ablation catheter was visualized outside of the shell of the fast anatomical mapping (fam) and sound map. The perforation was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and approximately 840 ml of fluid were removed. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for screening test and carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working accordingly. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.